Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast augmentation with a 275cc mentor cpx 4 breast tissue expander with suture tabs and expreienced unknown side wound infection. As a result, the device was explanted at an unknown date.

Manufacturer narrative:
On may 20, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the med height te w/sut tabs 275cc returned device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the tissue expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the device is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 16, 2022, mentor became aware of the following information and corresponding fields have been updated on this form: serial number (B)(6); field d4 updated; date of implant was (B)(6) 2022. Field d6a has been updated; date of explant was (B)(6) 2022. Field d6b has been updated; replacement implants used were mentor catalog number 3549211; affected side was"left." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per paperwork received with the device, mentor became aware that this was patient's revision breast reconstruction surgery, and left side replacement device used on february 28, 2022 was catalog number 3549211; serial number (B)(6). Patient's initials were also provided and have been updated under field a1 on this form. On may 1, 2022, photo evaluation was completed and summarized below: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the tissue expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the tissue expander is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. On may 10, 2022, mentor became aware that date of implant was reported mistakenly incorrectly under field d6a under previous report; however was correct under h10 narrative. It has been correctly updated on this form. Manufacturer¿s reference number: (B)(4). Date of implant correctly updated to (B)(6) 2022 under field d6a.